Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the issue was a sticking drive manifold and defective transducers . After further trouble-shooting, the stm found a broken pneumatic interface module (pim) connection and damaged printed circuit boards . The stm replaced the drive manifold assembly, power slot board, backplane board , pneumatic module to backplane cable, executive processor board and pressure transducer with cable. The iabp was put to run for full performance check out and cycled overnight on simulator. The iabp passed al tests and was released to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) displayed an "error code 124" message" and time and date was not updating. It was also later reported that the iabp was unit unable to calibrate during drive transducer tests. There was no patient involvement and no adverse event was reported.